Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification dhrs for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The caregiver was able to be contacted and further indicated the customer was hyperglycemic, requiring treatment of insulin (dose/type unknown) administered by caregiver. There was no report of death or permanent injury associated with this event.